Manufacturer narrative:
The reported event of high lead impedance issue was not confirmed. A complete lead was returned for analysis. Electrical testing and visual inspection were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited a high pacing impedance. The rv lead was not used. The physician continued with another rv lead and completed that procedure. The patient was in stable condition throughout the procedure.